Event description:
The customer reported the insulin pump was counting up and stopping at the number 3. The customer tried changing the battery, but received two alarms. The customer didn't want to troubleshoot. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a frozen display, followed by a constant tone due to a problem with the motherboard. No alarms were noted.